Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of capsular contracture (baker grade IV) and seroma-late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Reason for reoperation: capsular contracture (baker grade IV) and seroma-late.

Event description:
Healthcare professional reported capsular contracture baker grade IV and seroma-late on left side, device has been explanted.